Event description:
It was reported the needle of this biopsy needle malfunctioned. Another device was used to successfully complete the biopsy procedure. Co's attempt to obtain further details regarding the circumstances surrounding this event was unsuccessful. The device was received, evaluated and retained by this MFR. The engineering eval indicated the distal tip of the outer cannula was burred and mushroomed up and away from the cannula. The distal side of the specimen notch displayed an impact area. The device exhibited good function during cycle testing. Co is unable to determine the exact cause for this event. Directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip...do not leave the needle cocked with the springs under tension until ready to use."